Event description:
It was reported that intra-op, the top of the inner set screw had sheared off. It is unknown if the product came in contact with the patient or not. The product broke. Type of procedure: posterior cervical fusion it was reported that intra-op, during final tightening, the final set screw on the head to head crosslink was being tightened and the inner set screw head sheared off. The doctor was unable to remove the inner set screw and unable to place a crosslink. The fragment of the set screw remained in the patient. The product also broke but no fragment of the product remained in the patient. All the products came in contact with the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(6). (B)(4). Neither device nor applicable imaging studies received which could help us draw any conclusion.